Event description:
The event is reported as: complainant alleges: the balloon partially detached from the trocar during a laparoscopic cholecystectomy. No patient injury reported. Patient condition is fine.

Manufacturer narrative:
Sample not returned in time for this report.